Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011 and a mesh was implanted. It was reported that patient underwent a tension-free vaginal tape release on (B)(6) 2011 due to dyspareunia. No additional information was provided.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat menorrhagia, stress urinary incontinence, chronic pelvic pain and rectal condyloma. It was reported that the patient had the concurrent procedures of hysterectomy and bilateral salpingo-oophorectomy performed during mesh implantation. It was reported that patient underwent mesh revision due to erosion on (B)(6) 2011.